Event description:
It was reported that there was confirmed device alarmed at 6.2psi, 7.4psi, and 8 psi during downstream occlusion test. Target is 9-27psi. The event occurred during testing.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, but the reported issue could not be duplicated. The cause of the reported issue was cassette. Upon further investigation, the motor over-rotation limit was found. The motor was replaced. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.